Event description:
Co rep is reporting that during a shoulder precedure the distal portion of a vapr se electrode broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient.